Manufacturer narrative:
The pump failed the displacement test, and alarmed motor error during the rewind. A motor position encoder error alarm was confirmed in the alarm history due to an out of phase motor encoder signal. Unable to perform the unexpected restart, occlusion, prime or excessive no delivery alarm tests due to the motor error alarm and the failed displacement test. The pump was received with a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call that the device had gone through the MRI scan. Device alarmed motor error alarm and motor position encoder error alarm after the scan. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.